Event description:
It was reported to phillips healthcare that the heartstart xl failed to power up with low battery. There was no patient involvement.

Manufacturer narrative:
Pr # (B)(4): a follow up report will be submitted upon completion of the investigation.